Event description:
It was reported that during a hand assisted donor nephrectomy procedure, the surgeon¿s partner was firing the first stapler with the first firing on the artery with a white reload. The stapler misfired on the artery; there were no staples on the kidney and mangled staples on the vessel (artery). There was a hole in the aorta, the surgeon plugged the artery. The surgeon began to use a second stapler to close the hole, but the surgeon stated it did not feel right, the jaws were limp. Upon examination the cartridge was not seated properly; it was loose and did not fit. The second stapler was not used. A third stapler was used to close the hole in the aorta and complete the case. The patient lost about 500 ¿ 750 cc of blood.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: cartridge was not seating tightly in the jaws - wasn't snapping in. In addition the surgeon reported that the handle didn't close as tightly as normal. Didn't require as much force as it typically requires to close. The surgeon fired the device, first firing across renal vein. No clips were near. Opened the jaws and blood. 800cc of blood loss. No changes in post operative course, bleeding controlled case finished with suture. No transfusion required. Patient is fine. Kidney still used. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) First firing for each device. What color cartridge was being used? White. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, forces were lower for the second device, surgeon described it as limp. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? No.